Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated (250-275 mg/dl). Customer reported being new to the pump and believed the cause was due to customer miscalculating carbohydrates and not knowing when to perform a standard bolus vs extended bolus. Customer treated elevated bg levels by delivering a correction bolus via the pump. Tandem technical support reviewed pump bolus history and confirmed customer had successfully completed each bolus that was requested. Customer also inquired if elevated bg levels could be due to personal settings for carbs such as carb ratio, and technical support confirmed as a possible cause. Customer confirmed that bg levels were lowering toward target range.